Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating high blood glucose readings and a battery out limit on the insulin pump. The customer's blood glucose was 410 mg/dl. The customer stated that during the day the pump shut off and the display went blank. The customer stated that once he realized it, he put in a new battery. The customer stated that it took him 12 batteries because he kept receiving battery out limit. The customer stated that by scrolling down on the message, he could clear the alarm. The customer stated that he received a new battery from his friend and the pump alarmed battery out limit again. The customer stated that he was able to get his high blood glucose readings down with several boluses after he got the battery working on the pump. The customer was advised to monitor the pump.